Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43: received an error in the motor detected by reading an unexpected value from hall sensor , pump error 130: this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement, exposed to magnetic field or x-ray. The customer reported no adverse event. The event involved product(s) mmt-1880. Pump error alarms customer reported receiving a pump alarm. Customer was not able to clear the alarm. The customer reported an issue with the pump display. Customer is not calling back after installing new battery and monitoring pump for 2 hours or after receiving new battery cap. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed self-test, however, constant pump error 38 noted during rewind due to corroded motor home switch. Unit successfully downloaded to thump. Verified pump alarmed pump error 38 on (B)(6) 2022 17:20:00.000, pump error 43 on (B)(6) 2025 15:55:22.000 and pump error 130 on (B)(6) 2025 15:58:44.000 in pump downloaded history due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. No moisture damage noted to electronic assemblies during visual inspection. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked keypad overlay, and missing display window cover. The p-cap/reservoir does lock properly. Confirmed pump error 38 during rewind due to corroded motor home switch. The pump downloaded history confirmed the pump alarmed pump error 43 and pump error 130 due to corroded motor home switch. Was unable to verify magnetic field exposure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.